Event description:
It was reported that during a therapeutic stone retrieval procedure this basket broke off 10cm from the distal tip. The fragment was retrieved and another basket was used to complete the procedure with no pt complications.